Event description:
The lead was capped on (B)(6) 2011 due to patient condition. No other information was available at this time. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).